Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Review of the egms showed oversensing. The patient is in a nursing home. The defib was turned off months ago and relying on pacer functions only. Lead damage is suspected. The physician has decided to do nothing due to patients condition. The patient's left subclavian is occluded. No further action planned.